Event description:
In 2024, the user was struck on the head by a lawn chair, which damaged his external processor. He reports that he has to press down on the implant site (not the external processor) to maintain a stable connection. Reimplantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.